Manufacturer narrative:
As reported, three months post implant of the phasix mesh, the patient developed diastasis recti. As reported no treatment was provided. Based on the information provided, a definitive conclusion cannot be made. Review of manufacturing records confirms product was manufactured to specification. This MDR represents the adverse event of diastasis recti. An additional MDR (1213643-2021-20217) was submitted previously to represent the adverse event of seroma.

Event description:
As reported per prevent clinical trial (B)(4): on (B)(6) 2021, the patient underwent an open hepaticojejunostomy and cholecystectomy procedure and a bard/davol phasix mesh was trimmed and placed in onlay fashion with 3 cm overlap in all directions. The mesh was sutured in place with non-bard/davol absorbable multifilament sutures. As reported, the patient was diagnosed with diastasis rection (B)(6) 2021. The ae is reported to have not resolved, and no treatment has been provided. The adverse event has been assessed as mild severity and as not a serious adverse event (sae) or an unanticipated adverse device effect, (uade) by the study group. The adverse event has been assessed per study clinician as not related to the study device and not related to the index procedure. The adverse event has been assessed per cec clinician as possibly related to the study device and possibly related to the index procedure.